Event description:
Customer reported one false positive result for one patient. The customer communicated the result was confirmed negative by a rapid molecular assay. The patient was asymptomatic (off-label use) at the time.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: cannot duplicate with retains. Source: phone.